Manufacturer narrative:
The device was returned to zoll and visual evaluation of the device found evidence of physical damage to the on/off actuator and the battery connector. Due to the condition in which the device was received, root cause analysis could not be performed. The device was repaired, recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no pt involvement in the reported malfunction.